Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient at the healthcare provider¿s (hcp) office. The rep reported that the patient stated nothing changed with his stimulator (ins) since our last meeting and everything had been working fine. The rep reported that the patient stated his recharge interval had been consistent and consistent with the way it was prior to his fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding the neurostimulator (ins) that was implanted for spinal pain. It was reported that the patient had a fall on (B)(6) 2017. After the fall, the patient was airlifted to the trauma center. The therapy had been fine, patient was getting good coverage, but they did notice that the ins depleted faster than they were used to. Patient typically recharged every sunday and last sunday it was discharged. The caller stated that there had been no programming changes, patient just turned it down a little. The caller was concerned if the patient damaged the ins when they fell on it. Impedances were checked and all were in range 1200-2300. The caller stated that the patient read something in his booklet that stated that the therapy can bring you to the ground. The patient was going to try to find it and discuss it with the caller for interpretation. No further complications were reported/anticipated. On (B)(6) 2017 additional information was received from the rep. It was reported that the patient could not find in the booklet where he read that the device could bring you down. The reason of the call was to determine that as well but it sounded like that the device could not do that. The hcp does not think that the fall was related to the device and there is no way of knowing whether patient had a seizure after the fall or experienced shocking because patient was knocked out. However, the hcp does not suspect any device issue. In regards to the battery depleted faster after the fall; patient said it only happened one time. After that, the charging interval/cycle is back to normal. Impedances were ran, which turned out to be within normal limits and everything else checked out fine on the device too. Patient has been asked to keep an eye on the device and charging intervals and call rep immediately if something abnormal is noticed. Rep has not heard anything since. The doctor has set up another appointment for the patient to come in on (B)(6) 2017 and get everything checked out once again. Rep said the she will call into if patient does contact her with any issues between now and (B)(6). Rep asked to follow up with her after (B)(6) for any further information. No further complications were reported/anticipated.